Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at the implant procedure, the lead was placed and then dislodged a few minutes later. The lead was not implanted. A passive fixation lead was better suited for the patient¿s anatomy so another lead was used. No patient complications have been reported as a result of this event.